Event description:
Patient additionally reported "capsular contracture baker grade IV and hardening." Device has been explanted.

Event description:
Healthcare professional additionally reported "double capsule." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; deformation, fold creases, wear abrasion, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related to the manufacturing process.

Event description:
Patient also reported bilateral numbness. Healthcare professional reported right side capsular contracture, baker grade "iii/IV". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "has textured implant which she wants to be removed, gross looking with a hard lump, shape of the breast is like a goard sitting on chest and spills out bras."

Event description:
Patient reported "has textured implant which she wants to be removed, gross looking with a hard lump, shape of the breast is like a goard sitting on chest and spills out bras," and "breast actually swelled up and burst." This record is for the right side. Device remains implanted.